Event description:
It was reported that the patient presented in clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in inappropriate mode switch. No interventions were performed. The patient was in stable condition.

Event description:
New information received noted that atrial noise was observed again in clinic. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the atrial lead was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical, visual inspections, and x-ray did not identify any anomalies.